Event description:
Procedure: lap nissen. According to the reporter: the needle broke in half and a piece of the needle remained in the patient near the stomach. The patient has been notified. No delay in operating room reported and an x-ray was performed.

Manufacturer narrative:
(B)(4)